Event description:
It was reported the pt was implanted with a monarc sling system on (B)(6) 2005 to treat her stress urinary incontinence. The pt experienced mental and physical pain an suffering, erosion of internal bodily tissue, dyspareunia, disability, and permanent injury. The pt had undergone additional non-specified surgery on (B)(6) 2011.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.